Event description:
Physician reported, right side implant rupture. Device has been explanted.

Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 16jul2024. Additional, changed, and/or corrected data: d4; d6a; d6b.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Physician reported right side implant rupture. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. As per the investigation procedure, were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported right side implant rupture. Device has been explanted.